Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable.

Event description:
It was reported that "during the weekly routine power-on inspection and battery charging of the intra-aortic balloon pump, the instrument suddenly shut down automatically with a black screen after about half an hour of powering on the pump with ac power. Before powering on the pump, the engineer checked the screen to see that the battery status was fully charged, and the instrument shut down by itself and tested the 220v power supply of the power cord was normal, the instrument's ac indicator light was green, and the battery indicator light was yellow, which were all normal, but the instrument could not be started after turning on the boat-shaped power switch". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the pump shut down unintentionally is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the weekly routine power-on inspection and battery charging of the intra-aortic balloon pump, the instrument suddenly shut down automatically with a black screen after about half an hour of powering on the pump with ac power. Before powering on the pump, the engineer checked the screen to see that the battery status was fully charged, and the instrument shut down by itself and tested the 220v power supply of the power cord was normal, the instrument's ac indicator light was green, and the battery indicator light was yellow, which were all normal, but the instrument could not be started after turning on the boat-shaped power switch". No patient involvement.